Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the cap and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:evaluation revealed the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.